Event description:
On (B)(6) 2026, the following information was provided by the nurse practitioner: the nurse practitioner reported that following the application of the 3m¿ v.a.c.® peel and place dressing kit to secure the btm (biodegradable temporizing matrix), bleeding occurred upon removal at day 7, and the btm had failed. At this stage, it is unclear whether this was v.a.c.® therapy related, as the patient was high risk with a large melanoma excision involving approximately two-thirds of the foot. The patient had delayed treatment and experienced multiple subsequent infections. However, the nurse practitioner noted that this outcome may have occurred regardless but wanted to highlight that the 3m¿ v.a.c.® peel and place dressing kit was in situ at the time the bleeding occurred. No additional information was provided. The 3m¿ v.a.c.® peel and place dressing kit lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event and btm failure was related to the 3m¿ v.a.c.® peel and place dressing kit. The patient had preexisting medical conditions such as being high risk with a large melanoma excision, delayed treatment and history of infections. Multiple unsuccessful attempts have been made to obtain additional clinical information. A device history record review and a device evaluation could not be performed. Device labeling, available online and in print, states: contraindications do not place foam dressings of the 3m¿ v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs or nerves. 3m¿ v.a.c.® therapy is contraindicated for patients with: malignancy in the wound, untreated osteomyelitis, non-enteric and unexplored fistulas, necrotic tissue with eschar present. Warnings: bleeding: with or without using 3m¿ v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.